Manufacturer narrative:
The results of all tests performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics.

Event description:
Review of information revealed that the pacemaker device and lead could not have prevented death and did not cause or contribute to death.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiopulmonary arrest, hypoxemia, sepsis syndrome, and staph endocarditis.